Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 391 mg/dl and 83 mg/dl. Approximately 25 minutes prior to these results, customer received a result of 59 mg/dl and was treated with 4 glucose tablets. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.